Event description:
Complainant alleged that during functional testing, the device displayed a "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and full functional stress testing without duplicating the report. The miltifunction cable (mfc) and mfc receptacle were replaced as a precaution. The device was recertified and returned to the customer. The mfc and mfc receptacle were returned to zoll medical corporation and scrapped. Analysis of reports of this type has not identified an increase in trend.